Event description:
A bipap a30-s silver series device was returned to a third-party service center. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the service technician observed that the printed circuit assembly (pca) is defective due to ventilator inoperative error codes e020 (defective eeprom) and e047 (cpu cannot communicate with the pressure sensor using spi bus), and will need to be replaced. Additionally, the ui panel was slightly damaged, the sn label was slightly peeled, the keypad buttons were stuck, and the device had missing rubber feet. The device data identified an unrelated error code. The error code was consistent with normal device operation and expected use conditions and is not considered reportable under medical device reporting requirements. No evidence was identified to suggest that the error code contributed to or caused the reported event. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.